Event description:
Omnipod insulin pump started erroring out and saying my device has been modified and cannot be used with omnipod 5 after 2+ years of using the same device. I had insulin and new omnipod pods on hand, but no way to deliver the insulin since the device won't let me administer insulin. I am traveling and did not bring the original personal diabetes manager that comes with the pods, as I had no reason to believe omnipod would release an update that would render me without a way to administer insulin, so I had to go to an urgent care and request insulin syringes so I could give myself insulin.